Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and menstrual disorder ("menstruation issues") in a female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included adalimumab (humiria), armodafinil, bupropion, cilest (sprintec) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with surgery (she had novasure ablation and curettage). At the time of the report, the menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: essure device was successfully occluded. On (B)(6) 2011: pelvic transabdominal: impression: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters. Patient¿s demographics added. Indication updated, lot number added. Concomitant condition and drugs added. New events added: pelvic area pain/ pain, joint pain, abnormal bleeding (vaginal, menorrhagia), fatigue, depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), crohn's disease ("crohns") and multiple sclerosis ("autoimmune disorder type of disorder: aggressive multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included adalimumab (humira) from (B)(6) 2009 to (B)(6) 2015, armodafinil since (B)(6) 2011, bupropion, cilest (sprintec) from (B)(6) 2016 to (B)(6) 2017, glatiramer acetate since (B)(6) 2011 and tramadol from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with surgery (she had novasure ablation and curettage). At the time of the report, the menorrhagia, menstrual disorder, crohn's disease, multiple sclerosis, pelvic pain, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, arthralgia and ovarian cyst outcome was unknown. The reporter considered anxiety, arthralgia, crohn's disease, depression, fatigue, menorrhagia, menstrual disorder, multiple sclerosis, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: essure device was successfully occluded. (B)(6) 2011: pelvic transabdominal: impression: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet was received. Events added from pfs- ovarian cysts, crohns, multiple sclerosis, vaginal infection. Reporter information, concomitant disease, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), crohn's disease ('crohns') and multiple sclerosis ('autoimmune disorder type of disorder: aggressive multiple sclerosis') in a 29-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included tramadol from (B)(6) 2011 to (B)(6) 2016 for pelvic pain, medroxyprogesterone acetate (depo provera) for vaginal haemorrhage and menorrhagia as well as adalimumab (humira) from (B)(6) 2009 to (B)(6) 2015, armodafinil since (B)(6) 2011, bupropion, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 and glatiramer acetate since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), arthralgia ("joint pain") and device expulsion ("tip of the left one can be seen emerging into the uterus from the left cornual surface of the uterus"). The patient was treated with bupropion hydrochloride (wellbutrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), lorazepam (ativan), ondansetron (zofran) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and she had novasure ablation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, crohn's disease, menstrual disorder, multiple sclerosis, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, arthralgia, ovarian cyst, nausea, dyspareunia and device expulsion outcome was unknown. The reporter considered anxiety, arthralgia, crohn's disease, depression, device expulsion, dyspareunia, fatigue, heavy menstrual bleeding, menstrual disorder, multiple sclerosis, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. She was using synthetic hormones from (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), pelvic pain ('pain/ pelvic area pain/ pain'), crohn's disease ('crohns') and multiple sclerosis ('autoimmune disorder type of disorder: aggressive multiple sclerosis') in a 29-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included tramadol from (B)(6) 2011 to (B)(6) 2016 for pelvic pain, medroxyprogesterone acetate (depo provera) for vaginal haemorrhage and menorrhagia as well as adalimumab (humira) from (B)(6) 2009 to (B)(6) 2015, armodafinil since (B)(6) 2011, bupropion, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 and glatiramer acetate since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), arthralgia ("joint pain") and device expulsion ("tip of the left one can be seen emerging into the uterus from the left cornual surface of the uterus"). The patient was treated with bupropion hydrochloride (wellbutrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), lorazepam (ativan), ondansetron (zofran) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and she had novasure ablation and curettage). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, menstrual disorder, crohn's disease, multiple sclerosis, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, arthralgia, ovarian cyst, nausea, dyspareunia and device expulsion outcome was unknown. The reporter considered anxiety, arthralgia, crohn's disease, depression, device expulsion, dyspareunia, fatigue, heavy menstrual bleeding, menstrual disorder, multiple sclerosis, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. She was using synthetic hormones from (B)(6) 2011-(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received : event "tip of the left one can be seen emerging into the uterus from the left cornual surface of the uterus", reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), crohn's disease ("crohns") and multiple sclerosis ("autoimmune disorder type of disorder: aggressive multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included adalimumab (humira) from january 2009 to december 2015, armodafinil since january 2011, bupropion, ethinylestradiol;norgestimate (sprintec) from october 2016 to may 2017, glatiramer acetate since october 2011, medroxyprogesterone acetate (depo provera) and tramadol from january 2011 to january 2016. On (B)(6)2010, the patient had essure inserted. In august 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic area pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On (B)(6)2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6)2011, the patient experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On(B)(6)-2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with bupropion hydrochloride (wellbutrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), lorazepam (ativan), ondansetron (zofran) and surgery (she had novasure ablation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, menstrual disorder, crohn's disease, multiple sclerosis, pelvic pain, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, arthralgia, ovarian cyst, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, arthralgia, crohn's disease, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, multiple sclerosis, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion; on (B)(6)2011: results: essure device was successfully occluded. Ultrasound abdomen - on (B)(6)2011: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable.. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events added: nausea, dyspareunia. Concomitant drugs and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), crohn's disease ("crohns") and multiple sclerosis ("autoimmune disorder type of disorder: aggressive multiple sclerosis") in a 29-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, multiple sclerosis, rash trunk and hsv infection. Concomitant products included tramadol from (B)(6) 2011 to (B)(6) 2016 for pelvic pain, medroxyprogesterone acetate (depo provera) for vaginal haemorrhage and menorrhagia as well as adalimumab (humira) from (B)(6) 2009 to (B)(6) 2015, armodafinil since (B)(6) 2011, bupropion, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 and glatiramer acetate since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic area pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with bupropion hydrochloride (wellbutrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), lorazepam (ativan), ondansetron (zofran) and surgery (she had novasure ablation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, menstrual disorder, crohn's disease, multiple sclerosis, pelvic pain, vaginal haemorrhage, vaginal infection, fatigue, depression, anxiety, arthralgia, ovarian cyst, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, arthralgia, crohn's disease, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, multiple sclerosis, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for hysterectomy but unable to schedule for a variety of different reasons. She was using synthetic hormones from (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: uterus measures 8.2 x 5.2 x 7.1 cm. Endometrial stripe measures 5 mm, within normal limits in size for premenopausal patient. Right ovary measures 3.9 x 3.0 x 3.9 cm and contains a minimally-complex cyst measuring 3.5 x 2.0 x 3.0 cm. A 6 week followup ultrasound (transvaginal if possible) is recommended. Left ovary measures 3.8 x 2.5 x 3.2 cm. A left-sided adnexal mass is identified. Trace free fluid most likely is physiologic. Limited images in the right lower quadrant are grossly unremarkable.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.